Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that a leak was observed from the luer lock level of a small volume folfusor. This issue occurred during filling. The folfusor was filled with 3400 mg of 5fu and diluted with nacl 0.9% for a fill volume of 100ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing an unspecified volume of fluid in the sealed bag that contains the unit. During visual inspection, white drug residue was observed at the blue winged luer cap. The blue winged luer cap was noted to be slightly untightened. Functional leak testing was performed by filling the device with green colored water and the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was monitored for 24 hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.